Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones due to out-of-range shock impedance measurements. The patient reported they were recovering from a recent myocardial infarction. No adverse patient effects were reported. No intervention is planned and the patient will be monitored.